Event description:
Procedure: right upper lobectomy. According to the reporter: after firing, tissue was caught in the jaws. The instrument was removed from tissue by using tweezers. A 200 cc of bleeding occurred which was treated by hand sewing.